Event description:
Product was returned due to patient death without a complaint associated to the product. Cause of death: unknown

Manufacturer narrative:
A partial lead was returned in one piece for analysis. Visual examination of the partial lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.